Manufacturer narrative:
Section b3: date of event: unknown/not provided. Best estimate date is between (B)(6) 2020-(B)(6) 2024. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported, that a patient with an multifocal intraocular lens (iol) saw the surgeon, due to the patient's inability to adapt to dysphotopsia. And requested an iol exchange. The original surgery was done by another surgeon in 2020. The iol was explanted from the patient's right eye. An anterior vitrectomy was performed. No other medical or surgical intervention were reported. The iol was replaced by another johnson & johnson lens, model za9003 19.0 diopter, into the sulcus with optic capture under anterior capsulorhexis. The patient did well with the procedure. And there were no complications. The patient has fully recovered. The lens is not available. No other information was provided.